Event description:
It was reported that at follow-up, loss of capture and low sensing were observed. Lead dislodgement was found. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.